Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing became separated from the cartridge. Customer noticed the damage before beginning the load process. There was no reported adverse impact to the customer's blood glucose level.